Manufacturer narrative:
Evaluation of the returned used device found the lower jaw was broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. A servce history review found that the device was service last in 2016. A two-year review of complaint history revealed there has been a total of (B)(4), for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be sued on bone or similar hard tissue. Warnings: suture passer: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: suture passer: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the smi-02ap was being used during a rotator cuff repair on (B)(6) 2020 when the device broke during use. A component was reported as having fallen in the surgical site and was retrieved using an arthroscopic grasper. There was no report of injury to the patient or the user. There was no report of medical intervention or hospitalization due to the event. The patient was reported as doing "good". The procedure was completed as planned using another same device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.